Event description:
It was reported that the customer had a couple of sites that did not work correctly. Customer also had a no delivery alarm on the insulin pump. Customer had to change to a third set before he was able to get it to work. Customer reported that the alarm was resolved by a reservoir change. Customer no longer has the sets or reservoir to return for analysis. No further assistance required.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.